Event description:
The customer reported an error message displayed: battery charger failed. No patient injury was reported.

Manufacturer narrative:
The ge service rep found pushed pins on the interconnecting cable connector and a defective battery charger pcb. He replaced defective parts, calibrated battery charger. Checked system for proper operation, system operates as intended.